Event description:
It was reported that the anchor screw broke during insertion inside the patient. Pieces were removed. The procedue was completed with the same device. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.